Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the implant procedure, the implantable cardioverter defibrillator was found to have migrated and was repositioned on (B)(6) 2017. On (B)(6) 2017, the patient experienced pocket site leakage and returned to the doctor¿s office to close the leak. The pocket site began to leak again and the patient was admitted to the hospital on (B)(6) 2017. The pocket site was relocated on (B)(6) 2017 and the patient recovered well.